Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occured during the procedure. The information submitted reflects all relevant data received. If additional relevant information is received a supplemental report will be submitted.

Event description:
During a cryoablation procedure, the physician observed a pericardial effusion at the conclusion of the case. He did not take any corrective action other than bringing down the patient's inr faster than he normally does.